Event description:
Patient presented to the physician with a hematoma at the neck incision site. Physician brought the patient into the operating room and evacuated the hematoma. Physician prescribed antibiotics after the procedure.